Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('3 weeks post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("no pain nothing"), vaginal haemorrhage ("clots all the time") and menorrhagia ("menorrhagia"). The patient was treated with surgery (essur removal). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the medical device removal had resolved. At the time of the report, the dyspareunia had resolved and the vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered dyspareunia, medical device removal, menorrhagia and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event added: clots all the time. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('3 weeks post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("no pain nothing"), vaginal haemorrhage ("clots all the time") and menorrhagia ("menorrhagia"). The patient was treated with surgery (essur removal). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the medical device removal had resolved. At the time of the report, the dyspareunia had resolved and the vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered dyspareunia, medical device removal, menorrhagia and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-apr-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('3 weeks post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyspareunia ("no pain nothing"). The patient was treated with surgery (essur removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the dyspareunia had resolved. The reporter considered dyspareunia and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.